Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and device breakage ("fracturing of the implant") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the device dislocation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device breakage ("fracturing of the implant") and device expulsion ("essure device was noted to have apparently slipped down into the endometrial cavity") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast pain since (B)(6) 2015, cervical dysplasia since (B)(6) 2015, menorrhagia and menopausal symptoms. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant) and surgery (hysteroscopy). Essure (ess205) was removed in november 2014. At the time of the report, the device dislocation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in product start date and stop date. Earlier product start date was ??-???-2002 and now is (B)(6) 2003. Earlier stop date was ??-nov-2014 and now is (B)(6) 2015. Concerning the injuries in the case, the following ones were described in patient's medical records:  partial expulsion of essure micro-insert. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr were received - reporter and patient demographic added. The following events were provided: partial expulsion of essure micro-insert. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and uterine perforation ("perforation (uterus)") in a 50-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device expulsion "essure device was noted to have apparently slipped down into the endometrial cavity/migration of essure device location of device: uterus" (seriousness criteria medically significant and intervention required) on (B)(6)2015, device breakage "fracturing of the implant" (seriousness criteria medically significant and intervention required) and device dislocation "migration of implant" (seriousness criteria medically significant and intervention required). The patient's previously administered products included for an unreported indication: oral contraception from 2001 to 2002. Concurrent conditions included breast pain since (B)(6)2015, menorrhagia, menopausal symptoms, obesity, diabetes and vitamin d deficiency. Concomitant products included ergocalciferol (vitamin d2) since 2005, hydrochlorothiazide and metformin hydrochloride;sitagliptin phosphate monohydrate (janumet). On (B)(6)2003, the patient had essure (ess205) inserted. In 2003, the patient was found to have weight increased ("weight gain / loss (specify which one) gain") and experienced abdominal distension ("gastrointestinal or digestive system condition - type: bloating"). In 2004, the patient experienced mood swings ("hormonal changes - describe: mood swings"), hot flush ("hormonal changes - describe: hot flashes"), premature menopause ("hormonal changes - describe: early menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2005, the patient experienced arthralgia ("pain: joint pain") and myalgia ("pain: muscle pain"). In 2010, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In 2015, the patient experienced rash ("rashes on my arms") and dental caries ("dental problems: tooth completely rotted through"). On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 12 years 3 months after insertion of essure (ess205). On (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced swelling ("everything was swollen") and complication of device insertion ("this was the second try to implant the essure. First time she could not get the coils in. Second time they went in fine"). The patient was treated with surgery (she under hysterectomy with bilateral salpingo-oophorectomy to remove the essure implant). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, uterine perforation, mood swings, hot flush, premature menopause, female sexual dysfunction, migraine, headache, dental caries, dysmenorrhoea, dyspareunia, vaginal discharge, swelling and complication of device insertion outcome was unknown and the rash, fatigue, weight increased, abdominal distension, alopecia, arthralgia and myalgia had resolved. The reporter considered abdominal distension, alopecia, arthralgia, complication of device insertion, dental caries, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, migraine, mood swings, myalgia, premature menopause, rash, swelling, uterine perforation, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in product start date and stop date. Earlier product start date was (B)(6)2002 and now is (B)(6)2003. Earlier stop date was (B)(6)2014 and now is (B)(6)2015. Per plaintiff fact sheet: current weight 193 lbs. Attempted to remove just the essure coils but found that the devices had perforated the fallopian tubes and she would need a full hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6)2003: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: partial expulsion of essure micro-insert. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet received. Events added from pfs- this was the second try to implant the essure. First time she could not get the coils in. Second time they went in fine. Plaintiff name added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('perforation (uterus)'), device dislocation ('migration of implant'), device breakage ('fracturing of the implant') and device expulsion ('essure device was noted to have apparently slipped down into the endometrial cavity/migration of essure device location of device: uterus') in a 50-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Previously administered products included for an unreported indication: oral contraception from 2001 to 2002. Concurrent conditions included breast pain since (B)(6) 2015, menorrhagia, menopausal symptoms, obesity, diabetes and vitamin d deficiency. Concomitant products included ergocalciferol (vitamin d2) since 2005, hydrochlorothiazide and metformin hydrochloride;sitagliptin phosphate monohydrate (janumet). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient was found to have weight increased ("weight gain / loss (specify which one) gain") and experienced abdominal distension ("gastrointestinal or digestive system condition - type: bloating"). In 2004, the patient experienced mood swings ("hormonal changes - describe: mood swings"), hot flush ("hormonal changes - describe: hot flashes"), premature menopause ("hormonal changes - describe: early menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2005, the patient experienced arthralgia ("pain: joint pain") and myalgia ("pain: muscle pain"). In 2010, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In 2015, the patient experienced rash ("rashes on my arms") and dental caries ("dental problems: tooth completely rotted through"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required), 12 years 3 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), swelling ("everything was swollen"), complication of device insertion ("this was the second try to implant the essure. First time she could not get the coils in. Second time they went in fine"), pain ("body aches") and loss of libido ("lost the sex drive"). The patient was treated with surgery (she under hysterectomy with bilateral salpingo-oopherectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, mood swings, hot flush, premature menopause, female sexual dysfunction, migraine, headache, dental caries, dysmenorrhoea, dyspareunia, vaginal discharge, swelling, complication of device insertion, pain and loss of libido outcome was unknown and the rash, fatigue, weight increased, abdominal distension, alopecia, arthralgia and myalgia had resolved. The reporter considered abdominal distension, alopecia, arthralgia, complication of device insertion, dental caries, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, loss of libido, migraine, mood swings, myalgia, pain, premature menopause, rash, swelling, uterine perforation, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in product start date and stop date. Earlier product start date was ??-???-2002 and now is 17-mar-2003. Earlier stop date was ??-nov-2014 and now is 13-oct-2015. Per plaintiff fact sheet: current weight 193 lbs. Attempted to remove just the essure coils but found that the devices had perforated the fallopian tubes and she would need a full hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: partial expulsion of essure micro-insert. Concerning the injuries in the case, the following ones were described in social media: menopause,body aches, loss of sex drive. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media case received. New events: menopause, body aches, loss of sex drive" were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), device dislocation ("migration of implant"), device breakage ("fracturing of the implant") and device expulsion ("essure device was noted to have apparently slipped down into the endometrial cavity/migration of essure device location of device: uterus") in a 50-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraception from 2001 to 2002. Concurrent conditions included breast pain since (B)(6) 2015, cervical dysplasia since (B)(6) 2015, menorrhagia, menopausal symptoms, obesity, unspecified, diabetes and vitamin d deficiency. Concomitant products included ergocalciferol (vitamin d2) since 2005, hydrochlorothiazide and janumet. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced weight increased ("weight gain") and abdominal distension ("bloating"). In 2004, the patient experienced mood swings ("mood swings"), hot flush ("hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("pain: joint pain") and myalgia ("pain: muscle pain"). In 2010, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In 2015, the patient experienced rash ("rashes on my arms"). On (B)(6) 2015, 12 years 3 months after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), dental caries ("dental problems: tooth completely rotted through") and swelling ("everything was swollen"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingo-oopherectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, mood swings, hot flush, premature menopause, female sexual dysfunction, migraine, headache, dental caries, dysmenorrhoea, dyspareunia, vaginal discharge and swelling outcome was unknown and the rash, fatigue, weight increased, abdominal distension, alopecia, arthralgia and myalgia had resolved. The reporter considered abdominal distension, alopecia, arthralgia, dental caries, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, migraine, mood swings, myalgia, premature menopause, rash, swelling, uterine perforation, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in product start date and stop date. Earlier product start date was (B)(6) 2002 and now is (B)(6) 2003. Earlier stop date was (B)(6) 2014 and now is (B)(6) 2015. Per plaintiff fact sheet: current weight 193 lbs. Attempted to remove just the essure coils but found that the devices had perforated the fallopian tubes and she would need a full hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: total bilateral occlusion . Concerning the injuries in the case, the following ones were described in patient's medical records: partial expulsion of essure micro-insert. Most recent follow-up information incorporated above includes: on 1-oct-2018: reporter information was added. This case concerns 50 year old patient. Her demographgic was added. Her lab data was added. Essure insertion and removal date was updated. Per plaintiff fact sheet following events: perforation (fallopian tube), perforation (uterus), mood swings, hot flashes, early menopause, apareunia (inability to have sexual intercourse), rashes on my arms, migraines, headaches, dental problems: tooth completely rotted through, dysmenorrhea (cramping), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, bloating, hair loss, pain: joint pain and pain: muscle pain ,everything was swollen ,were added. She had recovered from the following events: pain (joint/muscle), rashes, weight gain, bloating, hair loss, fatigue and mood swings. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('perforation (uterus)'), device dislocation ('migration of implant'), device breakage ('fracturing of the implant') and device expulsion ('essure device was noted to have apparently slipped down into the endometrial cavity/migration of essure device location of device: uterus') in a 50-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Previously administered products included for an unreported indication: oral contraception from 2001 to 2002. Concurrent conditions included breast pain since (B)(6) 2015, menorrhagia, menopausal symptoms, obesity, diabetes and vitamin d deficiency. Concomitant products included ergocalciferol (vitamin d2) since 2005, hydrochlorothiazide and metformin hydrochloride;sitagliptin phosphate monohydrate (janumet). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient was found to have weight increased ("weight gain / loss (specify which one) gain") and experienced abdominal distension ("gastrointestinal or digestive system condition - type: bloating"). In 2004, the patient experienced mood swings ("hormonal changes - describe: mood swings"), hot flush ("hormonal changes - describe: hot flashes"), premature menopause ("hormonal changes - describe: early menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2005, the patient experienced arthralgia ("pain: joint pain") and myalgia ("pain: muscle pain"). In 2010, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In 2015, the patient experienced rash ("rashes on my arms") and dental caries ("dental problems: tooth completely rotted through"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required), 12 years 3 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), swelling ("everything was swollen"), complication of device insertion ("this was the second try to implant the essure. First time she could not get the coils in. Second time they went in fine"), pain ("body aches"), loss of libido ("lost the sex drive") and vitamin d deficiency ("vitamin d deficiency 50000 iu"). The patient was treated with surgery (she under hysterectomy with bilateral salpingo-oopherectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, mood swings, hot flush, premature menopause, female sexual dysfunction, migraine, headache, dental caries, dysmenorrhoea, dyspareunia, vaginal discharge, swelling, complication of device insertion, pain, loss of libido and vitamin d deficiency outcome was unknown and the rash, fatigue, weight increased, abdominal distension, alopecia, arthralgia and myalgia had resolved. The reporter considered abdominal distension, alopecia, arthralgia, complication of device insertion, dental caries, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, loss of libido, migraine, mood swings, myalgia, pain, premature menopause, rash, swelling, uterine perforation, vaginal discharge, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in product start date and stop date. Earlier product start date was (B)(6) 2002 and now is (B)(6) 2003. Earlier stop date was (B)(6) 2014 and now is (B)(6) 2015. Per plaintiff fact sheet: current weight 193 lbs. Attempted to remove just the essure coils but found that the devices had perforated the fallopian tubes and she would need a full hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: partial expulsion of essure micro-insert. Concerning the injuries in the case, the following ones were described in social media: menopause,body aches, loss of sex drive and vitamin d deficiency. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event (vitamin d deficiency) updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('perforation (uterus)'), device dislocation ('migration of implant'), device breakage ('fracturing of the implant') and device expulsion ('essure device was noted to have apparently slipped down into the endometrial cavity/migration of essure device location of device: uterus') in a 50-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Previously administered products included for an unreported indication: oral contraception from 2001 to 2002. Concurrent conditions included breast pain since (B)(6) 2015, menorrhagia, menopausal symptoms, obesity, diabetes and vitamin d deficiency. Concomitant products included ergocalciferol (vitamin d2) since 2005, hydrochlorothiazide and metformin hydrochloride;sitagliptin (janumet). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient was found to have weight increased ("weight gain / loss (specify which one) gain") and experienced abdominal distension ("gastrointestinal or digestive system condition - type: bloating"). In 2004, the patient experienced mood swings ("hormonal changes - describe: mood swings"), hot flush ("hormonal changes - describe: hot flashes"), premature menopause ("hormonal changes - describe: early menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2005, the patient experienced arthralgia ("pain: joint pain/ hips hurt") and myalgia ("pain: muscle pain"). In 2010, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In 2015, the patient experienced rash ("rashes on my arms") and dental caries ("dental problems: tooth completely rotted through"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required), 12 years 3 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), swelling ("everything was swollen"), complication of device insertion ("this was the second try to implant the essure. First time she could not get the coils in. Second time they went in fine"), pain ("body aches"), loss of libido ("lost the sex drive") and vitamin d deficiency ("vitamin d deficiency 50000 iu"). The patient was treated with surgery (she under hysterectomy with bilateral salpingo-oopherectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, mood swings, hot flush, premature menopause, female sexual dysfunction, migraine, headache, dental caries, dysmenorrhoea, dyspareunia, vaginal discharge, swelling, complication of device insertion, pain, loss of libido and vitamin d deficiency outcome was unknown and the rash, fatigue, weight increased, abdominal distension, alopecia, arthralgia and myalgia had resolved. The reporter considered abdominal distension, alopecia, arthralgia, complication of device insertion, dental caries, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, loss of libido, migraine, mood swings, myalgia, pain, premature menopause, rash, swelling, uterine perforation, vaginal discharge, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in product start date and stop date. Earlier product start date was ??-???-2002 and now is (B)(6) 2003. Earlier stop date was (B)(6) 2014 and now is (B)(6) 2015. Per plaintiff fact sheet: current weight 193 lbs. Attempted to remove just the essure coils but found that the devices had perforated the fallopian tubes and she would need a full hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: partial expulsion of essure micro-insert. Concerning the injuries in the case, the following ones were described in social media: menopause,body aches, loss of sex drive and vitamin d deficiency most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('perforation (uterus)'), device dislocation ('migration of implant'), device breakage ('fracturing of the implant') and device expulsion ('essure device was noted to have apparently slipped down into the endometrial cavity/migration of essure device location of device: uterus') in a 50-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Previously administered products included for an unreported indication: oral contraception from 2001 to 2002. Concurrent conditions included breast pain since (B)(6) 2015, menorrhagia, menopausal symptoms, obesity, diabetes and vitamin d deficiency. Concomitant products included ergocalciferol (vitamin d2) since 2005, hydrochlorothiazide and metformin hydrochloride;sitagliptin (janumet). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient was found to have weight increased ("weight gain / loss (specify which one) gain") and experienced abdominal distension ("gastrointestinal or digestive system condition - type: bloating"). In 2004, the patient experienced mood swings ("hormonal changes - describe: mood swings"), hot flush ("hormonal changes - describe: hot flashes"), premature menopause ("hormonal changes - describe: early menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2005, the patient experienced arthralgia ("pain: joint pain/ hips hurt") and myalgia ("pain: muscle pain"). In 2010, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In 2015, the patient experienced rash ("rashes on my arms") and dental caries ("dental problems: tooth completely rotted through"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required), 12 years 3 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), swelling ("everything was swollen"), complication of device insertion ("this was the second try to implant the essure. First time she could not get the coils in. Second time they went in fine"), pain ("body aches"), loss of libido ("lost the sex drive") and vitamin d deficiency ("vitamin d deficiency 50000 iu"). The patient was treated with surgery (she under hysterectomy with bilateral salpingo-oopherectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, mood swings, hot flush, premature menopause, female sexual dysfunction, migraine, headache, dental caries, dysmenorrhoea, dyspareunia, vaginal discharge, swelling, complication of device insertion, pain, loss of libido and vitamin d deficiency outcome was unknown and the rash, fatigue, weight increased, abdominal distension, alopecia, arthralgia and myalgia had resolved. The reporter considered abdominal distension, alopecia, arthralgia, complication of device insertion, dental caries, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, loss of libido, migraine, mood swings, myalgia, pain, premature menopause, rash, swelling, uterine perforation, vaginal discharge, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in product start date and stop date. Earlier product start date was ??-???-2002 and now is (B)(6) 2003. Earlier stop date was (B)(6) 2014 and now is (B)(6) 2015. Per plaintiff fact sheet: current weight 193 lbs. Attempted to remove just the essure coils but found that the devices had perforated the fallopian tubes and she would need a full hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: partial expulsion of essure micro-insert. Concerning the injuries in the case, the following ones were described in social media: menopause,body aches, loss of sex drive and vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.